Manufacturer narrative:
3d systems investigation is ongoing, no root cause has been determined at this time. Surgery was successful and no adverse events were reported.

Event description:
During a vsp orthopaedics tibia resection and allograft reconstruction procedure, the guides provided by 3d systems did not produce an accurate representation of the planned allograft used in surgery. The surgeon noted that the physical allograft and the allograft model were mirrored.